Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 9.7 cm to 9.9 cm from the connector pin consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.